Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date between (B)(6) 2024 and (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was incorrectly assembled as the air vent tip was separated. This occurred during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction previous h11 (reference to b3 date) - update "march" with "may". The actual device was received for evaluation. Visual inspection was performed which identified a disconnected air vent. The reported condition was verified. The cause of the condition was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.